Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation on the viking electrode catheter, the "shaft of the catheter to the connection was hung on an exposed cable". The catheter was not used to complete the procedure. The procedure was still completed successfully with no patient complications.